Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultralink meter was displaying inaccurate erratic readings. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist listened again to the original call recording. The patient reported that on an unknown date in (B)(6) 2015, sometime after 5pm she obtained blood glucose results of 400 and 136mg/dl using the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient stated that she manages her diabetes using an insulin pump, and stated that she took an additional 6 units of humalog insulin at approximately 5:30pm the same day in response to the reported issue. The patient reported experiencing symptoms of shaking at approximately 1 hour after the reported issue began, and stated that she self-treated by consuming additional food and drink at approximately 6pm. The patient stated that her blood glucose was also measured at the time using a (B)(4) contour nextlink device however the result was not provided. At the time of troubleshooting, the csr determined that an approved sample site was used for testing, the patient's testing procedure was correct, the unit of measure was set correctly at time of testing and the test strips were not expired. Replacement products have been sent to the patient. This complaint is being reported because, the patient reportedly obtained elevated readings on the subject device, took action based on these readings and subsequently developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter both passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on retain test strips. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.